Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable confirmed the reported problem was caused by an electrical issue. The returned cable failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test failed, showed opens between lines 7 and 8. Passed visual inspection. As previously reported the cable was replaced to resolve the issue.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative inspected the imaging system on-site. It was found that there was no display on the screen. Image grabber fail . Found loose connection on connection leading to monitor. Also determined defective umbilical cord. Replaced the umbilical cable. Tested ok after replacing cable. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system displayed a frame rate error. It was reported that during a procedure, when attempting to take a confirmation image, the system displayed the message "frame rates are below recommended levels" and a spin could not be taken. The system was rebooted without resolution. The procedure was completed successfully after a delay of less than one hour, and the patient was not impacted.

Manufacturer narrative:
(B)(6).